Event description:
It was reported that the patient was noted to be in the intensive care unit on temporary back up pacing pads. The right ventricular lead was noted to have oversensing with inhibition of pacing, undefined impedance, and no capture without pocket stimulation. It was also reported that the lead had high impedance and intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the outer insulation had a white substance, there was blood in/on the helix mechanism, the guidetooth was damaged, and there was tissue on the helix.